Event description:
It was reported that 44 months post-op the left side of the construct was removed. The patient is feeling much better now.

Event description:
It was reported that the patient complained of severe pain in the left buttock, thigh and groin prior to the second revision surgery. The patient was dependent upon medication to manage the chronic severe pain. During the revision surgery, the patient was reinstrumented with rods, screws, vertebral body replacement and bmp.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient had an original surgery to implant 2 levels of posterior fixation. Reportedly, the construction failed and needed to take out. The patient had the revision surgery approximately five months post op. It was reported that one level was fused and partial construct was removed, but the remainder was left in. The patient reportedly was having symptoms post the second surgery. The remainder level reportedly might need to be removed also. However, no revision surgery is reported at this time.